Event description:
Clinical study. It was reported that 1534 days after a coronary stenting treatment procedure, the patient had angina and required a target vessel reintervention (tvr). The index procedure treated a 3.0x14mm, 90% stenosed lesion in the proximal left anterior descending artery (prox lad) with predilation and placement of a 3.0x16mm express2 bare metal stent. Following post-dilation, the residual stenosis was 0%. The patient was discharged the next day on aspirin and plavix. During a five-year follow up, the site learned that 1534 days post index procedure, the patient underwent cardiac catheterization due to recurrent, exertional angina. The prox lad was treated with a 3.0x20mm taxus stent with 0% residual stenosis. The patient was discharged the next day on aspirin. The investigator noted the event was unrelated to the study device, but definitely, related to prior co-morbid condition. In august 2007, the clinical event committee assessed the device relationship as "indistinguishable".

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.